Event description:
Additional information was received which indicated noise was oversensed on the right atrial (ra) lead and right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) advised the noise may be due to electromagnetic interference (emi). It was noted there was an out-of-range impedance spike on the rv lead in january. Ts recommended reprogramming the lead to unipolar pace and bipolar sense, which is how the ra lead is programmed. Ts discussed that since the leads are epicardial they may be on top of each other. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient's communicator displayed a red call doctor (rcd) icon. Troubleshooting was performed and a successful transmission occurred. The transmission indicated an alert was declared as the pacemaker system declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead was a non-boston scientific product. The impedances were 689 ohms in the unipolar configuration. The physician will continue to monitor the patient/system. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.